Event description:
It was reported that the patient had a 10 minute tele visit with a doctor due to hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl despite bolusing while wearing the pod between 36 and 48 hours. Symptoms reported include nausea, dizziness, and vomiting. The patient took a covid-19 test that was negative. A prescription for ondansetron 5mg 3x daily was extended during the call. The patient was advised to do a manual injection, remove the pod, and apply a new pod. When removed from the infusion site (back), the pod's cannula was found bent. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and intervention. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.